Manufacturer narrative:
(B)(4). Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. There was no sealing defect abnormality detected during the production of the affected batch. No quality notification or process quality feedback was raised for cannula cleanliness. The sterilization records were reviewed, and the sterilization process parameter was within the specifications and biological indicator is within the acceptance criteria. The affected batch was sterilized and accepted for release per the certificate of sterilization. Limulus amebocyte lysate test records were reviewed and no abnormality was detected. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 2 patients developed cellulitis after the bd eclipse hypodermic needles were used on them. The following information was provided by the initial reporter: "after injecting into the patient with drug, cellulitis occurred in two different people".